Event description:
A medtronic representative reported that a cannulated tap instrument was clogged. This issue was discovered during cleaning, with no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site on (B)(6) 2014 for issue resolution. No parts have been received by the manufacturer for analysis. Not returned to manufacturer.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.